Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was noted that the tissue pad was worn and partly peeled off. It was presumed that the tissue pad was worn and partly peeled off due to the ultrasonic output with the grip closed (including after the tissue was cut) without gripping the tissue.

Event description:
The customer reported to olympus, during a therapeutic procedure (laparoscopic colectomy), the tissue pad of the sonicbeat 5 mm, 35 cm, front-actuated grip had peeled off after energization. The device setting was at one (1) and the intelligent tissue monitoring function was turned on. Subsequently, the procedure was completed with a similar device. It had been replaced with the same device. The device has been inspected prior to the procedure and no anomalies were observed. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The specific root cause of the of the tissue pad being worn and partly peeled off could not be determined at this time. This following information is included in the instructions for use (IFU): ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.